Event description:
Information received by medtronic indicated that the customer was not able to pair their devices with the minimed mobile application. The troubleshooting was performed and the issue was not resolved. It was unknown whether the customer will continue to use the device or not. The device will not be returned for product analysis.